Event description:
It was reported that on an unknown date in 2025, an unknown size amplatzer amulet occluder was successfully implanted in a patient. It was noted on an unknown date that the patient developed a late pericardial effusion. The decision was made to perform a pericardial tap to drain the effusion. The patient was stable at the time of report without further complications. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of late pericardial effusion after amulet procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device batch/lot number was not provided, and therefore the device history record and lot-specific similar complaint could not be reviewed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. The reported medical intervention was a result of case-specific circumstances as a pericardiocentesis was performed and drain the effusion. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.